Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on the right atrial (ra) lead due to high out of range pace impedances. After the switch, noise was observed on the ra. The noise could not be reproduced with isometrics or pocket manipulation. Boston scientific technical services discussed troubleshooting and reprogramming options. At this time, the products remain in service. The lead safety switch feature was programmed off for the ra lead and the patient will be monitored. The ra lead is a competitor's product. No adverse patient effects were reported.